Event description:
Pt underwent surgical placement of groshong catheter. Chemotherapy begun the next day. Within 1 hour, pt began complaining of burning at catheter site, right chest. Special procedure study with contrast revealed a leak at the site of the attachment of the port to the catheter. The pt returned to surgery for removal of the port.